Event description:
Back up ventilator is kept plugged in and used for travel. While pt was being transported in the family vehicle, the low battery alarm went off after only one hour on internal battery. Within 2 minutes the ventilator shut off. The sister bagged the pt until the mom could pull over and connect the ventilator using the cigarette adapter. The unit was exchanged.